Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse replaced sample probe 1 (s1) mixer assembly. The cse performed alignments on s1, sample probe 2 (s2) and mixer. The cse ran precision, resulting satisfactory. The cse ran quick check and quality control (qc). The cause of the discordant, falsely low glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results was obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.